Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee system (restoris mck) on (B)(6) 2011. Mako surgical was made aware on may 25, 2012 that the pt was revised to a total knee arthroplasty due to pain.

Manufacturer narrative:
Add'l model #: 180607, lot #: 26110810, expiration date: 09/2015. As part of normal complaint f/u, an investigation was performed at mako surgical with regards to the rio and restoris mck. The surgeon stated that the revision to tka was due to the pt's persistent pain after the original procedure. The surgeon also stated that during the revision procedure, he did not observe any reason to imply that the mako products used in the original procedure caused or contributed to the need for the revision to tka.